Event description:
It was reported that noise resulting in oversensing was observed on the right atrial (ra) lead. The patient experience palpitations as a result of the noise. No intervention has been performed at this time to resolve the event. The patient was in stable condition and will continue to be monitored.